Event description:
It was reported that during a stenting treatment procedure, the imaging catheter became stuck in the stent. The 90% stenosed lesion was located in the moderately tortuous, mid left anterior descending artery. Access was obtained via a severely tortuous femoral artery. The atlantis sr pro² imaging catheter was being user for post intravascular ultrasound, following the placement of a non-bsc stent, when the catheter became stuck inside the stent. The catheter was successfully removed from the patient; however, the stent was shortened and the catheter became elongated. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.device codes #1212 and #1601 relate to component code #3038. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the imaging catheter became stuck in the stent. The 90% stenosed lesion was located in the moderately tortuous, mid left anterior descending artery. Access was obtained via a severely tortuous femoral artery. The atlantis sr pro² imaging catheter was being user for post intravascular ultrasound, following the placement of a non-bsc stent, when the catheter became stuck inside the stent. The catheter was successfully removed from the patient; however, the stent was shortened and the catheter became elongated. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation and the following was observed: imaging core wind up in the telescope assembly, a kink in the sheath assembly at 31.1 cm from femoral marker at proximal side, the guidewire exit port was lifted 1.0 mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).